Event description:
It was reported that the physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. The vessel wings would not deploy and the vessel clip was unable to be placed. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. No additional info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot info has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info.